Event description:
The sales representative reports the facility introduced the licox unit (o2, temp, monitor, and icp) without difficulty. As the compression ring was turned, the correct amount of times (12 half turns), the icp pressure went from 22 to -65 immediately. The surgeon was extremely careful not to overturn the cap. The sales representative advised the surgeon to unscrew a little, as it may have too much pressure, but the pressure did not stabilize. The surgeon considered the icp catheter defective. The o2 monitor and the temperature catheter were not affected and worked as desired.